Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she woke up with a bladder infection and spasm this past monday. Patient reported by the 3rd or 4th day with the infection, she was still having spasm like she was having prior to getting the device. She was now on day 4 or 5 of medication and infection and she was still having spasms. Patient stated the culture came back positive and urinary tract infection (uti) was confirmed. She was on antibiotics ¿macrobid¿ for 10 days for the infection. Patient also reported she thought her bladder infection stirred thing up, so she attempted to make adjustment with patient programmer (pp). She increased the intensity a day prior to this call but it was too high. She tried to decrease but pp did not let her. She tried to switch to different program since she could not decrease. Patient reported on the other program, stim was still too high. Patient reported she had been on the same program for 5 years. Patient did not have the pp on the day of this call, she would call back to trouble shoot once she has the pp with her. On the same day, patient called back and reported she was still not able to decrease stim as the decrease button was not working. Patient stated she would just leave with the stim being at the level that it was at until she got the replacement sent out to her. There were no further complications that have been reported as a result of this event.